Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter address line 1: (B)(6). Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was implanted on (B)(6) 2022. Postoperatively, on (B)(6) 2022, developed liver failure due to their heart failure and as a result had impaired blood clotting. They were treated with high doses of vasopressors and cardiopulmonary resuscitation (CPR). The treatment did not improve the events and patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Section 1 of this document lists bleeding, hepatic dysfunction, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists bleeding and arrhythmia as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2022. On (B)(6) 2022, due to existing liver failure caused by heart failure, the patient had impaired blood clotting factor production. Active drug treatment was continued but did not improve. The patient was also given high doses of vasopressors and cardiopulmonary resuscitation (CPR) persisted with asystole and vasodilation shock. The patient required prolonged hospitalization and ultimately expired on (B)(6) 2022. Additional information was later provided stating that after lvas implantation, the patient experienced general tissue hemorrhagic tendency, hepatic failure due to heart failure, impaired production of blood clotting factors, hypotension, and the patient¿s metabolic acidosis persisted, which resulted in death. At the time, there were no problems with the medical device and the device reportedly worked normally until the patient's death, and the patient¿s parameter values were normal.